Event description:
New information received notes that the patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing.

Event description:
It was reported that patient's implantable cardioverter (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was done. The patient status was unknown.